Event description:
The customer reported that the 2 to 3" of play in the horizontal lock won't stay in position.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.